Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled: ¿tibial tray debonding from the cement mantle is associated with deformation of the backside of polyethylene tibial inserts,¿ by r. M. Bhalekar, et. Al, published bone joint j. 2021 dec;103-b(12):1791-1801., was reviewed. Authors studied the correlation of tibial tray debonding from the cement mantle with wear deformation of the backside of polyethylene tibial tray inserts for multiple manufacturer implants (all fixed bearing devices), from knees revised for all causes. Only the tibial trays and tibial inserts were analyzed for purposes of this study. Authors found evidence that a central tibial insert locking mechanism, such as that found on the attune and other competitor manufacturer¿s products, was correlated with increased peripheral polyethylene wear, and increased cement debonding of the tibial tray from the cement mantle, versus those tibial inserts, like the pfc and pfc sigma (and competitor systems), which utilized a peripheral tibial insert locking mechanism¿which in turn displayed centrally dispersed polyethylene wear and significantly less cement debonding of their trays. Cement manufacturer was not identified in any case. Specific case numbers, and/or gender & age identifiers were not provided for any specific patients. Specific product and lot code information was not provided within the article for any products. With respect to depuy manufactured products, the following reasons for, and numbers of knees revised, were provided¿no specifics were provided with respect to which implants were revised in any cases. 27 attune knees revised for: pain: 4; infection: 9; stiffness: 2; instability: 3; instability & pain: 2; instability & loose tibia tray (interface unspecified): 1; loose tibia tray (interface unspecified): 4; loose femur (interface unspecified): 1; malalignment (tibia): 1. 24 pfc sigma knees revised for: stiffness & pain: 11; instability: 6; impingement: 1; implant loosening (product & interface unspecified): 2; infection: 1; bearing wear: 1; unknown reason: 2. 10 pfc (non-sigma) knees revised for: fracture (unspecified): 1; pain: 1; stiffness: 1; bearing wear: 3; unknown reason: 4. An unspecified number of attune, pfc-sigma, and pfc-non sigma polyethylene bearing inserts were observed to have evidence of bearing wear in laboratory analysis an unspecified number of attune cobalt-chrome tibial trays (non rp) were observed to have evidence of metal pitting in laboratory analysis.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The investigation could not verify or draw any conclusions about the root cause of the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no finish goods lot number or product code was provided for this device.